Manufacturer narrative:
MFR rec¿d date. Rec¿d report date. The part was returned for failure investigation. The reported problem could not be confirmed. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
System stopped. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The manufacturer¿s international service technician confirmed the reported "system stopped" issue. The manufacturer¿s international service technician replaced the motor controller pcba to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested, and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
System stopped. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.